Event description:
It was reported that the pt has expired approx after implant duration of 0.05 months due to unk reasons. It is UK if the death was device related. It was additionally reported that a second device, model #4450, was implanted. Refer to MFR #6000002-2008-08682. No further details were provided. Info learned for implant pt registry.

Manufacturer narrative:
It was additionally reported that a second device, model #4450, was implanted. Refer to MFR #6000002-2008-08682. Device not returned.